Manufacturer narrative:
Result of investigation: the vyaire failure analysis team confirmed the customer's reported issue of transducer fault on start up. A faulty transducer sensor was noted. This is a known issue referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator immediately when powered on alarms triggered low pip (peak inspiratory pressure), low ve (ventilation), transducer fault and high rate. The customer confirmed that there is no patient associated with this reported event.